Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 54/48 n on the right side on (B)(6) 2009. The pt was revised on (B)(6) 2013 due to pain and infection.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer's reference number of this file is (B)(4).